Event description:
.

Manufacturer narrative:
Voluntaries medwatch was received on (B)(6) 2012. The delivery system has not been received yet. Therefore, it is not available for eval and internal investigation.